Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No patient involved. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log for this device showed that the pad-pak was first installed by the user on the (B)(6) 2010 and that it had performed to specification up to the (B)(6) 2017. During this time, information from the history log shows an increase in voltage which suggests a further pad-pak was installed. On the (B)(6) 2017 the device records three manual power ons, two of ten minute duration and one of nonsensical duration. These manual power ups may indicate that the user may have been power cycling the device or the device was switching on automatically with the user intervening by removing the pad-pak. No further log entries were recorded prior to receipt at heartsine. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.